Manufacturer narrative:
Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse instructed the customer to change the filter again. After which, fse changed the flow rate from 1.06 ml/min to 1.13 ml/min and the retention time of the sa1c went up to 0.61 minutes. There were no leaks observed by fse. Calibration, quality controls (qc), and precision on patient samples were run with acceptable results. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 03-sept-2017 through aware date (B)(4) 2018. There were no similar complaints found during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why: on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause of the reported event was due to the retention time being out of range, which was resolved by adjusting the flow factor.

Event description:
The customer reported that they were getting low hemoglobin a1c (hba1c) results on two (2) patient results while running the g8 instrument. The customer troubleshooted and found that they had the filter installed incorrectly. After they changed it, the results were 1.2% and 2.0% on patient samples. The column count was at 4000 injections. The pressure was 8.4 mpa. Technical support specialist (tss) instructed the customer to change the column and run five prime samples. The customer reported that the sa1c results were very low. The sa1c retention time was 0.53 minutes and the flow factor was 1.09 ml/min. Ts instructed the customer to change the flow rate to 1.05 ml/min but the sa1c results remained low. The customer verified that the reagents were on correctly. The customer reported that there were no patient results reported out as they were able to see the issue prior to manually entering results in the laboratory information system (lis). The initial patient results were as follows: patient #1: hba1c = 0.0%, rt = 0.00 minutes, total area = 1776. Patient #2: hba1c = 1.5%, rt = 0.54 minutes, total area = 1820. There is no indication of any patient intervention or adverse health consequences due to the discrepant patient results.